Event description:
It was reported to boston scientific that an orbera365 intragastric balloon system was used in an intragastric balloon implantation procedure on (B)(6) 2023. The patient reported passing the balloon, and a week later, on (B)(6) 2024, an x-ray confirmed the deflation and migration of the balloon. The patient did not notice blue dye in stools. There were no patient complications as a result of this event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block e3: exact date unknown, event occurred in the week prior to 11 january 2024. Block h6: medical device code a1401 captures the reportable event of balloon deflated. Medical device code a010402 captures the reportable event of balloon migration.

Manufacturer narrative:
B5, h2 updated for additional information: block e3: exact date unknown, event occurred in the week prior to 11 january 2024. Block h6 medical device code a1401 captures the reportable event of balloon deflated medical device code a010402 captures the reportable event of balloon migration.

Event description:
It was reported to boston scientific that an orbera365 intragastric balloon system was used in an intragastric balloon implantation procedure on (B)(6) 2023. The week following the balloon implantation, the patient passed the orbera balloon. Imaging was done to confirm the deflation and migration of the balloon. There were no patient complications as a result of this event. The device was discarded and is not available for return. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. Per additional information received on may 21, 2024, it was reported that there were no further issues or complications with the patient. The patient is continuing to take lansoprazole but no other medications were needed. The patient is believed to have passed the balloon before (B)(6) 2024.